Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main 2.1 c6 memory error occurred. A field service engineer (fse) reseated all rear drawer connections for 2.1, and the system tested good afterward. The fse then removed the cubie to allow the drug to unload and had a technician reload the medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie did not want to pop out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.